Event description:
A (B)(6) year old patient alert and oriented (a & o) x3 with chronic obstructive pulmonary disease (copd) and obesity was assisted to the shower by the nurse assistant (na). The patient was sitting on the chair (bath seat) when the metal left posterior leg of the chair gave way and bent to a 45 degree angle. The na assisted the patient to the floor and there was no obvious injury to the patient. The patient was then assisted to standing position with staff assistance and the broken chair was removed from service and replaced. There was no harm to the patient.